Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. Approximate age of device ¿ 41 days. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a direct relationship between the device and the reported event could not be determined. Driveline, localized, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. The patient care and management section provides information regarding controlling infection. No further information was provided. The manufacturer is closing the file on the event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's latest bronchial lavage culture growing pseudomonas and the patient was exhibiting increased respiratory secretions and increased need of ventilator support. It was reported that the patient still has tracheotomy in place and was on meropenem will awaiting culture report. The patient reportedly had positive cultures for candida but per infectious disease does not required antibiotics. At (B)(6) 2018 the patient reportedly continued to experience copious respiratory secretions and was being treated further clinically for pneumonia with meropenem and mycamine. It was reported the patient continued to suffer with hypotension with multiple organ dysfunction. No additional information was reported.